Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers are not available at this time. Stent dislodged and iop elevation are identified in the device labeling as known inherent risks of glaucoma stent surgery. MFR reference # (B)(4). Submitted to FDA on 1/12/2017.

Event description:
The surgeon reported that after an uneventful cataract surgery with istent implantation in (B)(6) 2016 (estimated date (B)(6) 2016) the patient presented ten months postoperatively with slightly elevated iop. Postoperative imaging revealed that the istent had dislodged and that the end of the snorkel appeared to be touching the iris. The surgeon consulted with the medical monitor on (B)(6) 2017 who reported that the istent appeared to be at the insertion site but not seated properly with the tip imbedded in iris. Different options were discussed including leaving the istent and treating the iop as needed with medications and possible surgery versus re-implantation or explanting the istent. Additional information will be requested.